Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sitting on the sofa. One hour prior the patient had been gardening. The sensing vector had previously been programmed from secondary to primary due to previous inappropriate shocks. The previous inappropriate shocks were from oversensing noise. Boston scientific technical services (ts) was consulted to discuss programming options. Upon review ts noted that the current inappropriate shock and one of the previous inappropriate shocks was due to t-wave oversensing with double detection in elevated rates. Programming options were discussed. Ts also observed that the shock impedance has increased from 74 ohms to 103 ohms since implant and suggested further review. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.